Event description:
The international customer reported the ventilator was alarming and would not boot up. The device was not in use; therefore, there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. The service provider replaced the cpu pcb board to address the reported problem. Final checkout was completed per operating specifications with no fault recurrence reported.